Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the high stimulation threshold was due to patient anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high stimulation threshold. The lead remains in use. The patient was a participant in the adapt response study. No patient complications have been reported as a result of this event.